Manufacturer narrative:
Eval in progress, but not concluded.

Event description:
During installation for use for a cardiopulmonary bypass procedure, the roller pump power cable was not fully functional, due to a recessed connector pin. There was no adverse consequence to the pt as a result of this event.